Manufacturer narrative:
Other applicable components are: product ID 977a260, (B)(4), product type: lead, product ID: neu_stylet_acc, product type: accessory. Analysis of the lead (B)(4) revealed no significant anomalies; all impedances tested in range . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the lead had high impedances during implant intra-operative testing. The rep reported that they repeated impedance check several times with no success. The rep reported that they replaced the lead with a new lead and impedances with the new lead were fine. The issue was resolved at the time of the report. No further complications were reported.